Event description:
It was reported that at the patient's refill visit the refill date should have been entered/programmed as 2007, but the numbers were transposed two weeks later, was entered instead. Since the pump should have been filled on the event date, the patient began experiencing increased spasticity and had some very early signs of respiratory distress. As the primary hcp was on vacation, the back-up hcp felt more comfortable sending the patient to the emergency room for monitoring. Two weeks before, the patient was reported to be doing fine. The pump contained lioresal (concentration and dose were not reported).